Event description:
It was reported to boston scientific corporation that an obtryx system was used during an unknown procedure in 2007. According to the complaint, after the procedure, the patient presented with erosion. Several attempts at follow up have been unsuccessful.